Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. Customer said hypoglycemia occurred twice in four month. The hypoglycemia was triggred after changing the infusion set. Hypoglycemia was triggered after an hour and half. Customer treated the hypoglycemia with juice, chocolate milk and bread with peanut butter. Current blood glucose is 112 mg/dl. Blood glucose at the time of the incident is 44 mg/dl. Customer states: the drive support cap appears normal. Customer reports was not worn during a medical procedure and test around magnetic resonance imaging. Customer was advised to call healthcare provider to discuss the causes of their low blood glucose reading. Insulin pump will return for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the delivery accuracy test at 0.08775 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.